Manufacturer narrative:
Batch review performed on 08 september 2020: lot 186907: (B)(4) items manufactured and released on 14-nov-2018. Expiration date: 2023-11-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one similar event reported.

Event description:
Revision surgery 1 year and 5 months after primary surgery for a femoral fracture. The cause of the fracture is unknown. The surgeon revised the head, stem, and liner and the surgery was completed successfully.